Event description:
The customer reported that while running the cleaning panel on the beckman coulter fc500 hematology instrument, the instrument powered off completely. The customer noticed a burning smell. The customer noticed that the instrument's plug had melted on its power conditioner. The customer called an electrician to look into the problem. The electrician found that the power conditioner had shorted out because the outlet that the instrument was plugged into had melted. The electrician repaired the hospital's outlet. There was no report of flames, arcing or shock. The fire department was not notified or a fire extinguisher was not required. The customer was able to bypass the defective power conditioner and was able to run samples. No injuries occurred and medical attention was not sought. There was no death, injury or change to patient treatment attributed or connected with this complaint. The field service engineer (fse) observed that the power conditioner had shorted out. A new power conditioner was sent to the customer. The defective part will be sent back to beckman coulter, inc. (Bci) for evaluation. The root cause for this incident was attributed to the power conditioner shorting out. The power conditioner is listed by its manufacturer, powervar, to ul 1012 with vendor model number: powervar abc 1600-11. (B)(4).

Manufacturer narrative:
Beckman coulter unique identification number is (B)(4). The powersource part number is (B)(4).